Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 3.7, 3.6, and 2.2 inr. The corresponding lab results reported were 2.7, 2.7, and 1.4 inr. The device had failed a proficiency study and the site began to compare the results to the lab. No other information was provided. The device was replaced and requested to be returned for evaluation.